Manufacturer narrative:
Results/conclusions: an inventory of the returned components includes a petite titanium port body, catheter lock w/ attached locking sleeve and a segment of 1.0mm silicone catheter (19cm). The returned components were dimensionally characterized and found to be within manufacturing specification. A visual inspection did not reveal any damage to the components or any irregularities that would contribute to a catheter disconnect. One end of the catheter segment did exhibit signs of bruising that is typically indicative of a proper connection. It is possible that the bruising was caused by a device used to retrieve the catheter after it had migrated. No evidence of the suture holes being used was found during the visual inspection. The components or the vital-port system were all correct and functional. It could not be determined what event or action could have caused the reported disconnection of the catheter from the port body. Not anchoring the port to the fascia could allow the port to move excessively during periods of pt activity. This may lead to an anomalously high amount of force being applied to the catheter/outlet tube connection. It is suggested the user review "catheter implantation" and "port sutures and site closure" found in the suggested instructions for use (IFU). None.

Event description:
Complaint report states, "physician called requesting size info for the catheter supplied with the above mentioned product. Dr. Noted that the pt had the device implanted in 2009, at another institution. Pt presented with catheter having migrated into the right heart an possibly lung field. Interventional radiology was preparing to remove the catheter."